Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, morphine, and marcaine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was prescribed an MRI. The patient guessed the MRI was to check on a problem with the pump, because he did not know if the pump was leaking "or what the pump was doing." The patient did not provide a date for when this concern was noted. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a healthcare provider (hcp). It was reported that the problem with the pump was they were ruling out catheter granuloma. The MRI had not happened. The cause of the problem was not determined. The patient's medication were weaned. The problem had not been resolved. There were no further complications reported at this time.